Manufacturer narrative:
B5: additional information was received indicating the medication used was melphalan. H11: the device was received for evaluation. Visual inspection was performed and no issues were found. Flow accuracy testing for primary and secondary infusions were performed and the device met specifications. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter phone no.: (B)(6). G1: device manufacturer address 1: nothern region industrial estate. G1: device manufacturer address 2: 60/29 moo 4, tambol banklang, a.muang. The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump had not infused the expected volume of medication during therapy. Approximately 300ml of residual volume remained while it was expected to be finished. This occurred in the oncology department while the patient was connected for therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.